Event description:
The device produced a result of lo with no blood applied to the strip. No action taken based on the result. No adverse event reported. Requested return of suspect device and replacement was sent.